Manufacturer narrative:
(B)(4). A visual examination of the returned device noted that the device was ball end separated with the clip assembly still locked into the bushing in an open position. The prongs were not locked into the capsule and the over sheath assembly was not returned. Additionally, there was a kink in the control wire. The failures noted in investigation likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during preparation, the clip would not open or close. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The investigation results revealed that the clip failed to release from the catheter; therefore, this is now an MDR reportable event.